Manufacturer narrative:
E1 reporter institution phone number: (B)(6). E1: reporter phone number:

Event description:
It was reported by the customer that ¿in icca, when creating standard orders as part of an order set, there was an option to create a start time delay for prescribed drugs (with defaulted unit of measure in minutes). However, the scheduled time still defaults to nearest hour and does not consider the delay in minutes. In screen shot example, the salbutamol is prescribed at current start time and defaulted to schedule at nearest hour of 17:00. Acetylcysteine was scheduled to be delayed by 15 minutes after salbutmol and therefore should be 17:15, however this was also defaulted to 1700. This is a potential risk as the drugs is scheduled incorrectly. The time delay field (set in minutes) does not work properly, especially if it is set to be less than 60 minutes as the scheduling behavior would be to the next nearest hour. There is also a risk that if someone prescribed the first drug at 00:59, the first drug will be at next hour 01:00, but the following drug will be the following hour at 02:00, a huge delay. No further information is provided.

Manufacturer narrative:
A clinical and functional review confirmed that the delay is correctly applied to the order start date and time, with pending administration times rounded to the top of the hour as designed. The issue resulted from a customer misunderstanding; delays are correctly stored and processed, with no data issues or software defect identified. The system is functioning as intended, introduces no new hazard, presents acceptable residual risk, and no patient harm or adverse trends were reported. It was concluded that there is no malfunction of icca. While support for minute-based delays in pending orders could be considered for future releases, no further action is required at this time. The complaint may be reopened if additional information becomes available. No patient harm was reported. Therefore, this event is being considered as not reportable.